Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). Following discussions with the physicians, the parents elected to remove support from the patient on (B)(6) 2016 following complications unrelated to this event. Adverse event term: ischemic cva.

Event description:
The site contacted bhi clinical affairs (ca) on (B)(6) 2016 to report the patient had localized seizures. A CT scan revealed a suspected area of ischemic stroke, but not conclusive. The pump on the patient had some small deposits, so the site decided to change the pump. The pump was changed without incident. The site reported that the pump supported the patient appropriately throughout the event with no untoward effects.